Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The uneven sheath split was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to initial medwatch report the following additional information was received: reportedly, there was an issue with the splitting of the sheath. "The sheath of the device split unevenly." No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The name of the physician was not provided by the hospital; therefore, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.